Event description:
It was reported that, in conjunction with an hysterectomy, a vaginal cuff repair was performed. In relation to the vaginal cuff repair, the patient subsequently exhibited tissue granulation with accompanying odiferous vaginal discharge. The patient was taken back to the or for suture removal.